Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother stated that the customer had issues with insulin getting stuck in the middle connection at the needle. She also stated that the tubing was ripping off. She reported that the tubing was detaching at the part where the tubing connected with the needle in the middle of the infusion set. The blood glucose reading was unknown. The caller stated that this issue occurred 4 times and that the event occurred about a month prior to the call. She declined returning the infusion sets and reservoirs for analysis. The customer was advised to perform a complete infusion set change as soon as possible. Nothing further reported.